Manufacturer narrative:
One device was returned for analysis of complaint that the unit had failed the flow test three times after having just returned from repair. No applicable event history was found. Review of service history found previous repair was completed on 25 mar 2026 for failed flow test, which may be related to current complaint. Complaint could not be confirmed. Performed occlusion test and accuracy tests. Customer settings for accuracy testing were found incorrect. Performed accuracy test and results were all within acceptable parameters. Performed downstream occlusion test. Device occluded at 25.0psi, within acceptable parameters. No device problem was found.

Event description:
It was reported that the unit had failed the flow test three times after having just returned from repair. The event had occurred during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.